Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information through literature review that 1 patient experienced intractable high intraocular pressure (iop) in the left eye. The adverse event was attributed to a probable treatment-induced thrombosis of the superior and inferior ophthalmic veins. Cantholysis had to be performed because the patient continued to experienced high uncontrolled iop despite given maximum medical therapy and recovered within three days. The article¿s objective of this study is to assess the safety and efficacy of onyx embolization of ccfs through a surgical cannulation of the superior ophthalmic vein (sov). A total of 10 cases were reviewed and only one showed a complication with the left eye. This patient presented with chemosis, proptosis, periorbital pain and post procedure showed complete occlusion, but there was pressure on the left eye.